Event description:
It was reported that the patient received inappropriate shocks due to oversensing of noise. Both the device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received inappropriate shocks due to noise, and that there was oversensing. Both the device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lead serial number, the manufacturing date cannot be determined. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lead serial number, the manufacturing date cannot be determined. Evaluation summary: battery depletion-normal.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.